Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a leakage of blood from rim of dialyzer. Blood loss was reportedly minimal. The dialyzer was removed and inspected and a crack was noted on the upper rim of dialyzer. Additional information was requested but was not received to date.

Event description:
A user facility reported a leakage of blood from rim of dialyzer. Blood loss was reportedly 100ml. The dialyzer was removed and inspected and a crack was noted on the upper rim of dialyzer. Additional information was requested but was not received to date.

Manufacturer narrative:
Correction: b5

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A delivery history search was attempted, but the provided name of the clinic could not be located. As no valid clinic identifiers were provided, a delivery history search could not be performed to identify specific dialyzer lot numbers. As such, a lot history review or a manufacturing record review could not be performed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility reported a leakage of blood from rim of dialyzer. Blood loss was reportedly minimal. The dialyzer was removed and inspected and a crack was noted on the upper rim of dialyzer. Additional information was requested but was not received to date.